Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was perforated. It was also noted that the internal tube bearing was corroded and the color band was faded. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 55 months with no record of factory service during this period. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient impact. Repair escalated to product event on decontamination due to footed portion being damaged by tool contact. Upon follow up, no additional information was provided.